Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal of a tampon she noticed the pledget was shredded and pledget pieces that had remained inside her vaginal cavity came out with her menses. She reported this to the doctor she works for and the doctor told her to monitor for symptoms. She stated she also had someone who is not a doctor examine her but no remaining pledget pieces were found inside. She stated she was confident no pledget pieces remained inside. She did not seek further medical attention and did not experience any adverse health effects.